Manufacturer narrative:
Additional information: b5 device was explanted. D6b. Explantation day, month and year.

Event description:
The patient was successfully weaned and the device was explanted.

Manufacturer narrative:
Updated information was provided in b5 (event description). Upon review, it was identified that the clinical assessment has been added to this report. Corrected information was provided in b2 (is death and date of death). Upon review, it was identified that the reportability status had changed. Corrected information was provided in h1 (type of reportable event). Upon review, it was identified that the reportability status had changed. Corrected information was provided in d4 (catalog). Upon review, it was identified that the section d catalog number has now been provided. Additional information was provided in h6 (health effect - clinical code). Upon review, it was identified that the code has been added to this report. Additional information was provided in h6 (health effect - impact code). Upon review, it was identified that the code has been added to this report.

Event description:
A 61-year-old male with advanced cardiomyopathy and end-stage renal disease (esrd), classified as acute decompensated chronic heart failure. The patient was listed status 4 for combined heart¿kidney transplantation. Due to progressive cardiac decompensation, the patient was supported with impella mechanical circulatory support as a bridge to heart¿kidney transplantation or potential durable lvad (heartmate 3). The patient remained hemodynamically stable on impella support at p6.the hospital course was complicated by renal failure requiring continuous renal replacement therapy (crrt). The patient developed arrhythmias, including atrial fibrillation and ventricular tachycardia, attributed in part to electrolyte imbalance. Lidocaine therapy was initiated, and the patient¿s implantable cardioverter-defibrillator (ICD) appropriately fired during a vt episode. Despite these events, the patient remained supported on impella. Progressive anemia and thrombocytopenia were observed and attributed by the treating team to crrt initiation. The patient received one unit of blood products during the hospitalization. The patient also tested positive for rsv. An episode of orthostatic hypotension occurred without associated impella alarms. Standard troubleshooting was performed, including assessment of device position and volume status, with no device-related abnormalities identified. Laboratory abnormalities demonstrated elevated liver enzymes consistent with shock liver, attributed to the initial cardiogenic shock. Renal function further deteriorated, and the patient became anuric while on continuous renal replacement therapy. Despite continued impella support and candidacy for advanced therapies, the patient¿s clinical condition progressively declined. Several weeks later, care was withdrawn, and the patient expired. The impella 5.5 will be coded for tachycardia and arrhythmia and conservatively for hypotension, infection, anemia and thrombocytopenia with medication required, blood transfusion and death as outcomes. The patient experienced episodes of tachycardia and arrhythmias, including atrial fibrillation and ventricular tachycardia, during impella 5.5 support. Lidocaine therapy was initiated, and the patient¿s ICD appropriately delivered therapy during a vt episode. The patient had advanced cardiomyopathy with acute decompensation, severe renal failure requiring continuous renal replacement therapy, and significant electrolyte disturbances, all of which are well-recognized risk factors for atrial and ventricular arrhythmias. There was no evidence of impella 5.5 device malposition, or alarms at the time of the arrhythmic events. The arrhythmias are assessed as not directly related to impella 5.5 and are most likely related to the patient¿s underlying cardiac disease, electrolyte imbalance, and critical illness. The patient experienced episodes of hypotension, including orthostatic hypotension, while supported on impella 5.5. No impella alarms were noted. Standard device troubleshooting was performed, including confirmation of appropriate device positioning and assessment of volume status, with no abnormalities identified. Hypotension occurred in the context of advanced heart failure, crrt-related volume shifts, infection, and ongoing critical illness and therefore rather not considered directly or exclusively related to impella 5.5.the patient developed progressive anemia and thrombocytopenia during the hospitalization and received one unit of blood products. The treating team attributed the decline in hemoglobin and platelets to the initiation of continuous renal replacement therapy and therefore assessed as not related to impella 5.5.the patient tested positive for respiratory syncytial virus (rsv) during hospitalization. Rsv represents a community- or hospital-acquired viral respiratory infection. There is no plausible mechanism linking impella 5.5 use to viral acquisition. The patient expired following withdrawal of care several weeks after impella 5.5 initiation. The impella 5.5 device provided ongoing circulatory support as a bridge to heart¿kidney transplantation or durable left ventricular assist device therapy. Death occurred following clinical deterioration and withdrawal of care in the setting of advanced multiorgan failure and is therefore only conservatively coded.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 device for mechanical circulatory support. While on support lido started for arrhythmias. Hemoglobin/hematocrit and platelets have gradually decreased. Later it was reported new onset atrial fibrillation. Additionally, heparin-induced thrombocytopenia panel sent and 1 unit overnight was given to the patient. It was also reported that the patient had an episode of orthostatic hypotension. Implantable cardioverter defibrillator fired once for ventricular tachycardia. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.